Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 8 month follow-up showed the presence of a type ib endoleak and aneurysm enlargement. A re-intervention is planned at a later date to treat the endoleak with the placement of an iliac limb extension to extend the distal seal. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment performed the reported type ib endoleak was refuted; rather, the clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak of the right limb stent that was not included in the event as reported. The type iiib endoleak was discovered during review of the CT from (B)(6) 2018, 10 months post implant. The complaint is most likely device related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
The secondary procedure was performed on (B)(6) 2018. Patient was implanted with an ovation ix limb.